Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that suture placement in the common femoral artery was performed with 2 perclose devices using the pre-close technique prior to a procedure. Reportedly at the end of closure, the whole loop [suture with the formed loop] came out. An 8f sheath was applied temporarily to achieve hemostasis as only 1 perclose suture remained. A femoral angiography was performed, and a thrombotic dissection was noted. Surgery was performed to treat the thrombotic dissection and to achieve hemostasis. A clinically significant delay was reported. No additional information was provided.